Event description:
The report received from the affiliate states that the palmaz genesis stent was not expanded when pressure was applied and the powerflex balloon- burst under nominal pressure. The age and gender of the patient is unknown. The target lesion location is unknown. The characteristics of the vessel are unknown. The products were properly inspected and prepped and no anomalies were noted. It is unknown if there was any difficulty accessing the lesion with a guidewire (brand unknown). There was no difficulty tracking the balloon through the vessel to get to the lesion. The brand of contrast used in the procedure is unknown. The contrast to saline ratio used to inflate the balloons is unknown. It is unknown if the devices were ever in an acute bend. It is unknown as to what point of the procedure the balloon burst. It is unknown how many times the balloon was inflated prior to bursting. The balloon of the palmaz sds did not inflate at all. The stent was never expanded. It was noted that the balloon of the sds did not burst. There was no reported injury to the patient.

Manufacturer narrative:
A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. The product is available for evaluation and testing; however, it has not been received to date. Additional information will be submitted within 30 days of receipt. Please note that this medwatch report represents one of two products involved with this event which is associated with mfg. Report #9616099-2012-00256 and 9616099-2012-00257.

Manufacturer narrative:
The report received from the affiliate states that the palmaz genesis stent was not expanded when pressure was applied and the powerflex balloon- burst under nominal pressure. The age and gender of the patient is unknown. The target lesion location is unknown. The characteristics of the vessel are unknown. The products were properly inspected and prepped and no anomalies were noted. It is unknown if there was any difficulty accessing the lesion with a guidewire (brand unknown). There was no difficulty tracking the balloon through the vessel to get to the lesion. The brand of contrast used in the procedure is unknown. The contrast to saline ratio used to inflate the balloons is unknown. It is unknown if the devices were ever in an acute bend. It is unknown as to what point of the procedure the balloon burst. It is unknown how many times the balloon was inflated prior to bursting. The balloon of the palmaz sds did not inflate at all. The stent was never expanded. It was noted that the balloon of the sds did not burst. There was no reported injury to the patient. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. With the limited information available and without the product available for analysis the complaint could not be confirmed and no determination regarding potential contributing factors could be made. Inspections are in place to prevent damaged products from leaving the facility and the DHR review confirmed that the product met specifications. With the limited information provided it is not possible to draw a conclusion about a clinical relationship between the device and the event. There is no indication in the DHR to suggest that there is a design or manufacturing related issue therefore no corrective actions will be taken. Please note that this medwatch report represents one of two products involved with this event which is associated with mfg. Report #9616099-2012-00256 and 9616099-2012-00257.